Event description:
Boston scientific crm received info that this recently implanted atrial lead dislodged. When the physician attempted to reposition the lead, the stylet could not be advanced far enough to facilitate successful repositioning. The physician elected to place a new atrial lead. As the reported event date occurs after the explant date, neither date will be included.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.